Event description:
It was reported that when injecting the contrast, leakage and a rupture were found in the catheter that was placed in the pt approx 1 cm from the hub. The md had to open a second package, however, same issue occurred. There was no reported delay, death or complications to the pt. Reference MDR #2242445-2011-00046 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.